Manufacturer narrative:
The motor control printed circuit board (mc) (pcb) and the blower were returned to failure investigation (fi) for testing. The blower was tested using mc 1133764 and the customer complaint was verified. The returned blower failed system test. The temperature sensor output falls to zero faults, causing a blower temperature alarm. The root cause is failure of lm20 internal to the blower.

Manufacturer narrative:
Date of report: 09jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device's blower was overheating. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the blower assembly and motor control printed circuit board assembly (mc pcba) needed to be replaced to return the device to working condition. The fse replaced the blower assembly and mc pcba to resolve the reported issue. The device passed performance verification testing.